Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt or check belt" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure and reported alarms was isolated to an open in the cable conecting ECG "a" and ECG "b" to the front therapy electrode between ECG "b" and the distribution node (dn). The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing "adjust belt or check belt" messages.